Event description:
Eight minutes into phototherapy treatment a blood leak alarm occurred. Nurse noted blood leaking in centrifuge. The phototherapy treatment was performed using a (B)(4) cellex machine and photopheresis procedural kit with lot number z309. The treatment was discontinued and therakos was contacted. The pt did experience an adverse event. The machine was removed from use until checked by (B)(4) technical services.